Event description:
The ambulance crew responded to a call for a person who was unconscious. On arrival, the crew was met by other first responders who were preparing to ventilate the patient with a bag valve mask due to inadequate ventilation. It was reported that the patient had a pulse. The paramedics applied the monitor and 4 leads. The patient was in asystole and cardiac pulmonary resuscitation was begun. Intraosseous was inserted and epi and bicarb were administered. The paramedics switched the monitor to "pads" and the screen was filled with interference. They then switched back to leads. The patient remained in asystole. Unrelated to monitor failure, paramedics were instructed by med control to cease resuscitation. The monitor was pulled from service.biomed follow up: a service report describes a malfunction found 11 days prior to this event. The service light was on and was caused by error a218--calibrated pacer to remedy problem condition. The unit passed all functional testing and was returned to service. After the failure above, biomed verified the stated problem and worked with the tech support. Error codes were checked. Attempted to calibrate the pacer with no improvements in functionality. A warranty service call was placed with the manufacturer and the service representative replaced the therapy board. The unit was tested and placed back into service. ====================== manufacturer response for life-pak 15, life-pak 15 (per site reporter).====================== service representative replaced the therapy board.